Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on 22-mar-2022 the rep was attempting to program the patient's ins. The system had some damaged electrodes on the lead. The rep indicated that they programmed around the high impedance values, and therapy for the right side was good but the coverage on the left side was more complicated. The electrodes had impedance of 2000-2500 ohms and the output was reaching out of regulation (oor). The rep set two programs for the right side and one for the left side. The patient was reaching oor on the program for the left side and then decreased the intensity. When the patient tried to increase the intensity for the right side programs they got the oor message again. The rep had created another group with only the two programs for the right side and they were able to increase without getting the oor message. Additional information was received from the rep. Device serial numbers and implant dates were provided. It was clarified that the damaged electrodes were suspected due to the impedance issue and were not visually confirmed. The cause of the high impedance was not determined. Effective therapy was established for the patient. Additional information was received from the rep. It was reported that there was a lack of pain relief due to oor. The patient couldn't optimally adjust the intensity of the current. There were no reported environmental/external/patient factors that may have led or contributed to the issue. An impedance check was done on 06-may-2022 and the result was high impedance for six electrodes. Reprogramming was performed but therapy remained unsatisfactory for the patient. The issue was not resolved as of 08-may-2022. The patient would undergo a revision surgery to replace defective implant(s). The surgery was not booked yet. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 12-may-2012, UDI#: (B)(4) ; product ID: 37081-60, serial/lot #: (B)(4), ubd: 17-oct-2022, UDI#: (B)(4) ; if information is provided in the future, a supplemental report will be issued.